Manufacturer narrative:
Quality controls recovered within range. The field service engineer found reagent probe splash traces on the cover. The acid was of the cell rinse unit was overflowing. The cuvette levels were adjusted. The gear pump pressure was checked and was within range. Precision studies were carried out and recovered within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas c 503 analytical unit. The sample initially resulted in a creatinine value of 1.38 mg/dl. The sample was repeated twice on a second analyzer, resulting in creatinine values of 0.762 mg/dl and 0.758 mg/dl. The sample was repeated again on the original instrument, resulting in a creatinine value of 0.721 mg/dl.